Manufacturer narrative:
Initial report ref. To natus complaint#: (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.40 - leakage of csf from the stopcock. Effect (harm): over drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - stopcock was found leaking. Evd had to be replaced.

Event description:
Nt821731c - stopcock was found leaking. Evd had to be replaced.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint # (B)(4). Sterile date of product: 01 july 2024. Device history record review: unit has passed all tests with acceptable results. Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line and is currently at the root cause investigation status. Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.40 leakage of csf from the stopcock." The risk level is considered moderate. Based on complaint of "leaking stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer returned one eds device for evaluation. The evaluation conclusion is as follows: the patient line stopcock has been cracked on the stopcock wall. The breakage of the component indicates that the user applied excessive torque when operating the stopcock. The stopcock shows multiple cracks and scratches on the wall, indicating that the client could have used an external tool while handling the stopcock. The failure mode of leakage was replicated due to the cracks on the wall which resulted in an excessively loose fit between the stopcock wall and body, preventing proper sealing and leading to leakage. Inspected system and drip chamber stopcocks, they had no issue in terms of the fitment between the stopcock wall and body. The "warnings" section on page 3 of the IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / leakage at stopcock.